Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2016 with the following findings: the battery compartment was cracked to the left of the bumper. Unrelated to the battery compartment, the u-groove was damaged and a clip could not be securely attached to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 01/28/2016.